Event description:
A (B)(6) male pt presented with an occlusion through internal carotid artery (ica) to distal portion of middle cerebral artery (mca). The physician used 4 merci retrievers (v 3.0 firm, v 2.5 firm, v 2.5 soft, and v 2.0 soft) with two merci microcatheters (mc 18l) and one merci balloon guide catheter, 8f x 95 cm. When using the merci retriever v 2.0 soft, the retriever got stuck inside of the mc 18l and would not deploy. The physician tried to deploy it using forceps and the proximal portion of the v 2.0 soft retriever broke. The detached portion of v 2.0 soft retriever was withdrawn together with mc 18l and no pt injury has been reported. The physician stated that the pt's vessel had a severe curvature at the carotid siphon. Physician also stated that the device damage may have occurred due to the anatomy of the pt's vessel.

Manufacturer narrative:
The mfg records for merci retriever v 2.0 soft, lot number, 34939, was reviewed and no anomalies were found that are related to this complaint.